Manufacturer narrative:
Device evaluation: "visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red biological tissue observed. No further actions are required since no issue in the manufacturing of the device is observed."

Event description:
Previous medwatch submission noted that the device was expired at the time of implant surgery. Upon further information, allergan has determined that the event of use error did not occur.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and use-error.

Event description:
Healthcare professional reported left side rupture and use-error for devices having been past expiration. Device has been explanted.

Event description:
Previous medwatch submission noted that the device was expired at the time of implant surgery. Upon further information, allergan has determined that the event of use error did not occur.